Manufacturer narrative:
Corrected information in d4: UDI number, d9, and ah3. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed the cage is fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown surgical or patient factors. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the cage fractured during insertion. Another cage was used to complete the surgery. There were no impacts to the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the cage fractured during insertion. Another cage was used to complete the surgery. There were no impacts to the patient.